Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.

Event description:
Customer reported fluid leaked from the fluid path during an infusion. Stated the site of the leak is unk because a filter and extension set are connected to the primary set. There was no patient harm or medical intervention. Although requested, no add'l patient or event info was provided.